Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune ps fixed bearing was implanted. At time of the primary surgery, the patient had unusual mass of membrane tissue which extended proximally superior to the patella. Patient initially did well until 2017, when he reported working in the sun for an extended period, feeling dehydrated and then bumping his right knee. That evening he reported severe swelling and pain in his right knee. He was booked in for a washout and bearing exchange of the right knee (dr (B)(6), (B)(6) 2017, (B)(6) hospital - (B)(4)). Knee was washed out and the bearing exchange. Patient was placed on long term antibiotic treatment, until approximately two weeks ago. Patient has presented with ongoing pain. X rays show that the tibial component has subsided on the medial side. A decision was made to remove all components as the first stage in a 2 stage procedure, with an articulating antibiotic loaded spacer implanted. Male patient initials (B)(6), aged (B)(6). Dob: (B)(6).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.